Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. Return testing was not completed as returns were not available. Performance testing for reagent lot 16253fn00 was completed. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16253fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 6r86-22 that has a similar product distributed in the us, list number: 6r86-20.

Event description:
The customer reported false negative architect sars-cov-2 igg results on three patients. Results provided (> or = 1.4 index is positive): patient 1 (female) sample from (B)(6) 2020 elisa igm and igg assays were positive, sample tested on the architect on (B)(6) 2020 = 0.14 index. Patient was undetectable on (B)(6) 2020 for sars cov-2 ag swab test. Patient 3 (male) sample from (B)(6) 2020 was positive, architect = 0.01 index. Patient was undetectable on (B)(6) 2020 for sars cov-2 ag swab test but was positive on (B)(6) 2020. Patient was tested again with the sars cov-2 ag swab test on (B)(6) and (B)(6) 2020 and both were undetectable. Patient 8 (female) patient has a sars-cov-2 positive father. On (B)(6) 2020 sars cov-2 ag swab test is positive. (B)(6) 2020 architect = 0.75 index.. No impact to patient management was reported.